Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea, omsc surmised there was the possibility this phenomenon was attributed to any followings; the subject device had deteriorated due to the long term-use passing more than 9 years since manufacturing the subject device. The user attempted to pull out the video connector without lowering the unlock lever of the endoscope. The electrical contact between the video connector socket of the subject device and the endoscope became unstable due to the video connector socket failure which might have occurred with the excessive force being applied by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscope was not detected by the subject device at the preparation for use of the unspecified diagnostic procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found the damage of the video connector socket of the subject device. Though the video connector socket of the subject device was damaged due to the excessive stress, the video connector socket could be connected with the endoscope. There was no patient injury associated with this report.